Event description:
It was reported to medtronic minimed that the customer experienced blank display, flashing medtronic logo, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported a flashing medtronic logo on the screen that was not a single flash. Customer reported crack while performing troubleshooting with blank display. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with blank display. P-cap locks properly into the reservoir compartment. Unable to perform sleep current test, active current test and self-test. Unable to download using thump software due to display anomaly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and motor assembly causing electrical short not allowing unit to turn on or access to download. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). In conclusion, customer concern for blank display was confirmed due to moisture on electronic assemblies. Unable to download history files and traces confirmed. Flashing medtronic logo not confirmed. Cosmetic damage confirmed with cracked keypad overlay, cracked case, cracked battery tube case and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.